Event description:
It was reported the pt complained of headaches and poor pain relief. A dye study was performed and the hcp was unable to aspirate any csf. Residual volumes were found to be normal. The pt had a revision. No further outcome was reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.